Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no external damage. The event history log was not able to be reviewed due to the pump alarming with a blank screen. Functional testing duplicated the reported issue. The investigation determined that an incomplete reprogramming of the pump from the base to the head by the customer was the cause of the reported issue. The software was correctly uploaded to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a system alarm, loud noise, and blank screen. No adverse patient effects were reported by the customer.